Event description:
M74 monitor was turned on and was run through its 30j test in the morning on (B)(6) without any issues and passed its morning test. The monitor operated without issues throughout the day. During a cardiac arrest call at around 0030 on (B)(6) 2020, the monitor failed to charge and deliver a defibrillation. The defibrillation pads were placed on properly and the monitor showed a clean rhythm. During the first pulse check / defibrillation, the monitor charged to 120j successfully. It did take a little long to get to its full charge, but it reached 120j and delivered a shock. Thought the defibrillation was successful it did not seem to deliver a very strong jolt to the pt. In preparation for the next pulse check / defibrillation, the monitor was set to 200j and the charge button was pressed, but the monitor changed very slowly and then failed to reach a 200j charge due to timing out. The monitor was immediately set to recharge again and it failed once more to charge to 200j. At that time we switched to the monitor from e74, placed new pads on the pt and had no more issues with monitors at that point. Battery was charged at the time, and dated 2018. Unable to replicate the problem post incident using the same battery. Zoll case file upload confirmed the charging timeout x 2. FDA safety report ID # (B)(4).